Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/03/2015 with the following findings:.there's a crack along the side of the battery compartment threads. There's another battery compartment crack from the threads to the bumper pad. There's another battery compartment crack from the case seal to the bumper pad. Unrelated to the complaint, the pump booted to the verify screen with dim pink contrast. Battery cap not returned with pump. Test cap used during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.